Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to inquire about any insulin pump recalls. The wife then mentioned that the customer was in the hospital due to a kidney transplant, and was having issues with his blood pressure and blood glucose levels. Offered to troubleshoot, but the wife declined. The wife stated she would call back once the customer was feeling better. Nothing further was reported.